Event description:
I have an implanted, spinal cord stimulator. My doctor ordered an MRI scan. Upon arriving at the MRI location, I tried to put the stimulator into "MRI mode". This is supposed to allow me to safely get an MRI. The implanted unit failed its MRI function. I got a warning on my app that controls the spinal cord stimulator: " do not get in the MRI. Burning of spinal nerves can result". Due to the fact that this implant malfunctioned, I can no longer get an MRI. I now need to get an MRI for pre surgical clearance for a shoulder injury, but cannot get one.